Manufacturer narrative:
One photo was received for quality evaluation. The photo received shows that there is blood on the maxplus extension set male luer adapter, however, without a physical sample, flow issues - fluid blockage could not be confirmed. A root cause could not be determined due to a physical sample not being provided and the photo provided by the customer not being detailed enough to identify the issue in detail. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set was occluded. The following information was provided by the initial reporter: I¿ve run into issues in at least half of the cases. Some lines run, but they're very restrictive when trying to push fluids or medications¿regardless of how close the port is to the j-loop. In this instance, I ensured the j-loop was secure on both ends and checked for kinks or occlusions. As soon as I removed the j-loop and connected directly to the catheter hub, it flowed without issue.